Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-4 with l3 spondylosis. Approximately 14 months post-op it was reported that patient was hospitalized for a preoperatively scheduled removal surgery. It was found on films that the rod displaced due to set screws not being tightened properly which is evident because of the break off screws not being broken off. The patient underwent a revision surgery. No additional information is available. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.